Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. D4: batch # 294a69. Investigation summary : a photo along with the device was returned for evaluation. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with no apparent damage and with two reloads present along with the device. Ecr60b reloads (b & c) were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H10--the photo analysis was updated.

Event description:
It was reported the doctor during the procedure, when stapling the gastric pouch, there was malformation of the cuff line when using the first and second loads. The surgeon reinforced the entire line with suture. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: according to the information received, the reported event for the device was malformed staple. This is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows tissue with a staple line and some staples appear to be not properly formed. Also, bleeding was noted along the staple line. The third photo shows a label on the box of product code: long60a, lot #: v94z6d, exp. Date: 2024-04-30. The fourth photo shows a tyvek with lot #: u40m77, exp. Date 2025-09-30. Based on the photos of the event described, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.